Manufacturer narrative:
Please retract this MDR 2938836-2015-27518, which was reported with incorrect serial number. Duplicate report filed on (B)(6) 2015, 2938836-2015-27533 with correct serial number.

Event description:
It was reported when a patient presented in clinic for a normal device checkup complaining of chest pain, echocardiogram revealed lead tip outside the borders of the heart, as well as slight pericardial effusion. Failure to capture and declined r-wave amplitude were found during testing. The lead tip was cut and the lead was explanted. The patient will be followed normally. No adverse consequences were detected.